Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's blood glucose level was unknown. The customer's most current level was 127 mg/dl. The customer was treated with glucose tablets. The customer was transported to hospital by paramedics after having passed out for low levels. Troubleshoot was conducted. The customer was unsure if pump was over delivering. The customer was advised to monitor the device.